Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01813 and 0001822565-2023-01814. D10 medical devices: femoral component precoat size f left catalog#: 00595001601, lot#: 61731326. Stemmed tibial component precoat size 6 catalog#: 00598004702, lot#: 62189359. G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient has experienced anterior dislocation while standing. Surgeon states the articular surface may be worn. A revision will be planned but has not yet occurred.